Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had been reporting experiencing pain. The pt presented to the emergency room as it was thought a shock had been delivered. It was determined the pt did not receive a shock. It appeared that when the electrode was tunneled it got into the pleural space. It was anticipated that the electrode would be extracted and repositioned. Further info was received that the electrode was revised; the proximal portion only was repositioned and the lead stayed within the pt and never was removed from the body. There were no add'l adverse pt effects.